Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving the patient inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that in the evening of (B)(6) 2011, the patient reported blood glucose results of "250, 600, and 79mg/dl" with the lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and shortly after the reported issue began, he "took over 250units of insulin" in response to the alleged erratic readings. Immediately after the reported product issue occurred, the patient claimed to have developed symptoms of "double/poor vision, shakes, dizziness, cold sweats, and rise in body temperature." The cca was informed by the patient that on that same evening, he "lost consciousness" and was taken to the ER where his blood sugar was checked on their device (unknown type) and was given medical treatment. It not known what the blood sugar test results were and what medical treatment was administered. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.